Event description:
It was reported that the patient developed skin erosion at the pocket and 'maybe some infection.' As a result, the patient's implantable neurostimulator (ins) was explanted and the patient was treated with antibiotics. It was indicated that investigation was ongoing, and tests were being run for the infection. The patient was alive with no injury and a new implant was planned in 2 months.

Event description:
Additional information received reported that the patient had an infection of the urinary tract. The ipg and extensions were explanted in december, and after two months the patient was re-implanted in the chest on the other side of his body.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).